Event description:
It was reported that the ventilator generated a screen block message. Additional information was not provided by the customer.

Event description:
Additional information was received that the issue occurred during setup. There was no patient involvement at the time of the event. A non-covidien/ medtronic service provider inspected the device and found that the tidal volume was different than what was set. The service provider replaced the patient circuit, expiratory filter and performed extended self-testing on the device and all tests passed. Covidien/ medtronic was not authorized to evaluate/ service the device.